Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported that a patient received coolsculpting treatment to the lower abdomen on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage, coolcore applicator and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data.

Event description:
A provider reported that a patient received coolsculpting treatment to the lower abdomen on (B)(6) 2021 using the cooladvantage, coolcore applicator and may have developed paradoxical adipose hyperplasia.